Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture. An invasive procedure was performed to reposition the lead. The lead was found dislodged and twisted in the pocket due to twiddler's syndrome. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned as it was discarded following the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.